Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: failed- sensor wire is missing. The problem is confirmed because the sensor wire was detached from the sensor pod and seal carrier. Is confirmed because the sensor wire is missing, it is considered detached. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.